Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -10.0/3.5/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023 as a replacement lens to address excessive vault, elevated iop, angle closure and pigment dispersion. For status of the eye (signs/symptoms) it was reported that the iop (intraocular pressure) is normal with single drug therapy. The reporter also stated " waiting for iop to lower further. The angles are open now pigment dispersion still present".

Manufacturer narrative:
Health effect- clinical code 4581: pigment dispersion. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4) .